Manufacturer narrative:
The insulin pump passed the displacement test and self test. No keypad anomalies noted during testing. Keypad unresponsive/button error alarm not confirmed. Insulin pump received with cracked keypad overlay at select button.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received stuck button alarm and keypad issue. Customer¿s blood glucose was 120 mg/dl. Customer stated that they the scroll bar was not moving with no input. Customer states that there was a response from a button. Customer stated that the alarm was in progress at the time the button was unresponsive. Customer also stated that they were not able to clear the alarm. Customer states all buttons are responding. Customer also reported that the again keypad issues. Customer stated that the center key was stuck in for an hour and half it did not come out it pops back out and scratches on the center button. Troubleshooting was performed. The insulin pump will be returned for analysis.